Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by manufacturer. Event problem and evaluation: on(B)(6) 2015, a medtronic representative, went to the site to test the equipment and perform maintenance. The batteries were replaced and discarded at the site. The reported issue was resolved through multiple part replacements. The imaging system then passed the system checkout, all areas passed. The system performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system¿s x-ray ssr failed, causing j7 contact damage and charger board failure. This event occurred during planned maintenance.